Event description:
It was reported that during this patient's implantable pulse generator (pacemaker) replacement, the physician noticed what appeared to be a partial breach in this right ventricular (rv) lead insulation, distal to the terminal pin. Subsequently, this rv lead was reinforced using a repair kit. Lead measurements were performed before and after the repairment and did not appear to be affected. This rv lead remains in service and no adverse patient effects were reported.